Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that all lights on remote monitor were blinking in spite of resetting and trying different outlets. Will be returning monitor. No patient complications were reported as a result of this event.